Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon inspection in the warehouse, a team member found debris in the sterile package. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D4: UDI (B)(4). Reported event was confirmed with product return. Evaluation of the returned product confirmed the presence of a hair-like debris inside the packaging against the white foam. Review of the device history records identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The issue was caused by an operator not following the work instructions provided. Therefore, the root cause is a manufacturing error. This reported event falls within the scope of a previous corrective action, the purpose of which is to address the issue of complaints for debris in sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.